Event description:
It was reported that the pt underwent a CABG x 4 with lima and lsv in 2004. During the repair of the right ventricle entry site a 3-0 non-absorbable suture sh needle detached from the suture as the surgeon was placing it through the ventriclar septum and this needle became buried within the septal muscle. The surgeon was unable to locate the needle with local exploration and it was left within myocardium, being reluctant to cause further damage to the area of the anterior descending revascularization and risk additional bleeding and ischemia. He was discharged a week later. He attended cardiac rehabilitation.

Manufacturer narrative:
H-6 conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. This is one of three medwatch reports submitted for the same pt and event. See voluntary medwatch submitted by hospital and the summary report sent to FDA on 07/30/2004.